Manufacturer narrative:
The customer's meter was received for investigation. It was determined the display was broken due to mishandling which caused cracks in the screen. The correct use and handling of the coaguchek is described in product labeling.

Event description:
The initial reporter experienced an issue with the display of the coaguchek xs which could impact the interpretation of results. She stated she could not tell what result or code number was displayed. A display check confirmed one "8" digit in the display was complete and visible in the results field, but only the top segment was visible for the other two "8" digits. There was no allegation of an adverse event. The suspect product was requested to be returned for investigation. Replacement product was sent.